Event description:
It was reported the lead migrated off midline to the right. A new lead was implanted next to the existing lead, and the new lead was connected to the stimulator by disconnecting one of the tails of the existing lead fom the stimulator. The patient was seen at a 10 day post-operative check, but no further details about the event were provided.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: 2011-(B)(6), programmer model 37743, serial# (B)(4), adaptor model 37092, lot# 291510001.